Event description:
It was reported that during a routine device replacement procedure, the right ventricular (rv) lead showed high superior vena cava (svc) impedance measurements of greater than 200 ohms due to a possible fracture. The lead svc portion was programmed off when connected to the new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the right ventricular (rv) lead had low pacing impedance,

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 lead, implanted: (B)(6) 2008; 5568 lead, implanted: (B)(6) 2008. (B)(4).